Event description:
Allegedly, the following occurred. Device was fired and no staples were deployed. Surgeon transected bowel and bowel became contaminated. Contamination was cleaned out of the abdomen. No other patient information was provided. Sales rep was told by the doctor to test the device, device was tested off tissue and staples did dispense. Stated that the resident may not have fired correctly, device being sent back for testing.

Manufacturer narrative:
6/8/2006 sent to FDA. Tracking no: us200606-0494